Event description:
It was reported that the patient's blood glucose (bg) level dropped to 50 mg/dl between 4 and 24 hours of wearing the pod. It was reported that they were not sure if the issue was related to the pod but believed they received too much insulin. When the patient woke up on (B)(6) 2025, with very low bg levels, they attempted to consume sugar to raise their levels, but the bg levels stayed between 40¿50 mg/dl. The patient then removed the pod from their leg and called 911 for assistance. The patient stated they were coming out of "crunchiness" and that their heart rate increased, making them feel like they were having a heart attack. The patient was diagnosed with hypoglycemia and was treated with glucagon shots and administered intravenous fluids for dehydration. The patient was in the emergency room for approximately 12 hours and was released that same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received for investigation fully deployed. There were no damages or manufacturing deficiencies observed that would affect the delivery of insulin. The download data showed no timeouts or drive stalls. The pod generated a safety alarm indicating the pump has reached the pump expiration time. The patient history buffer (phb) showed that the pod adapted insulin delivery to received estimated glucose values (egvs). The pod eventually lost connection to the sensor and showed a stretch of an invalid egv value of -6 which is an unrecoverable error. During this time the pod was switched into manual mode where it delivered at the user's set basal rate.